Event description:
Information was received from multiple sources, including a manufacturer representative, healthcare provider, and clinical study, regarding a patient who underwent posterior spinal fixation and fusion using the study device and subsequently developed adjacent level disease at l1¿l2. The site became aware of the event on 10 sep 2025, with the condition occurring postoperatively; adjacent level disease was initially noted at six months post-operation and was asymptomatic, but later progressed to significant pain and dysfunction, with conservative treatment proving unsuccessful. The patient required hospitalization from (B)(6) 2025 and underwent revision spinal surgery on (B)(6) 2025 due to an adverse event related to the index surgery, involving spinal levels l1 through s1, with eligible study devices remaining implanted. Medical management included administration of opioid and anesthetic medications, including hydromorphone (oral and intravenous), ketamine, methadone, and prior morphine sulfate for pain control and anesthesia associated with the additional lumbar surgery. The event was assessed as serious due to hospitalization and the need for medical and surgical intervention; however, it was not life-threatening and did not result in death, disability, or congenital anomaly. At the time of reporting, the outcome was not recovered/resolved, and both the site and sponsor assessed the event as related to the device and the procedure.

Manufacturer narrative:
MDR was submitted in accordance with activities related to CAPA#734075 h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.